Event description:
It was reported that during follow-up, abnormal electrical measurements were observed. A chest x-ray revealed that the atrial lead had shifted since implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal lead characteristics.